Event description:
Medtronic received information that the pt with this 21mm bioprosthetic valve was symptomatic, due to elevated gradients and possible angina. Post implant echos demonstrated pt/prosthesis mismatch and mild regurgitation. It was reported that the valve had been implanted via thoracotomy, but that the explant was performed via sternotomy. An intraoperative tee was not performed, and not root enlargement was done. The valve was explanted and replaced with a 23mm valve.

Manufacturer narrative:
Device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: received in a clear 0.2% glutaraldehyde solution in an explant kit. The valve appears slightly distorted; oval in shape, with the right non-coronary and non-coronary left stent posts deflected inward, possibly causing the leaflets to open and close unevenly. Valve measurement: 22.88 mm x 21.29 mm. Inward deflection of the stent posts: right non-coronary = 15 degrees, non-coronary left = 15 degrees; left right = 5 degrees. All leaflets are slightly stiff but flexible, except where host tissue extends to the inflow of the right cusp. Two small perforations on the lunula of the left cusp adjacent to the nodule of aranti appear to be associated with bias and long suture tail wear. Glistening off white pannus extends over the tissue and base stitching adjacent to the right cusp, into all inferior coaptive areas, along the margin of attachment and 1 to 1.5 mm onto the left and right cusps, slightly reducing the inflow orifice area. A remnant of pannus is noted on the left right stent post adjacent to the left cusp with a slight indentation on the top of the commissure suggesting pannus may have extended over the commissural attachment and possibly limiting leaflet movement. Radiography shows moderate mineralization in the host tissue along the sewing ring, adjacent to the right non-coronary stent post. The DHR for this device was reviewed and no issues were shown that would have impacted this event. The analysis of the device shows that the event was caused by stent distortion and per echo review, there is moderate prosthesis-patient mismatch, both of which are technical errors. Conclusion: reduced performance of the device attributed to pt prosthesis mismatch. The device was explanted and replaced without reported pt complication.